Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.